Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) reviews were not able to be conducted for the myosure system as product identification numbers were provided by the complainant. (B)(4).

Event description:
Following an "uneventful" myosure procedure for intrauterine tissue removal a patient developed pulmonary edema. During the myosure procedure the physician used a "gravity-fed fluid inflow with a pressure cuff". After the ninth bag (3 liters each) of saline was completed [27 liters], the anesthesiologist reported "the patient was having difficulty maintaining a normal o2 [oxygen] saturation". The patient's "output was 22.5 liters indicating a 4.5 liter deficit. Additionally, the anesthesiologist had given the patient 1.6 liters of IV [intravenous] fluid". The patient was admitted to the intensive care unit "for fluid management and airway support". On (B)(6) 2011, the physician reported "the patient did well and was discharged home 2 days later" on (B)(6) 2011.